Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector with half of the iol inserted into the patients eye and the remaining half stuck in the injector nozzle. The iol was removed from the eye. The procedure was completed without an iol being implanted. The patient requires a secondary surgery to have another iol implanted. The product associated with this case was not available for return to rayner. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the lens getting stuck in the injector. Our review of production records for the rayone spheric rao100c batch 072196904 showed that all manufacturing and quality checks were conducted with successful results. A review of existing vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 072196904.

Event description:
On december 28, 2022, rayner received notification from its brazilian distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the lens got stuck in the injector with half of the iol inserted into the patients eye and the remaining half stuck in the injector nozzle. The iol was removed from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states "on closing the flaps, a small piece of plastic snapped off, and then was seen to be on the cornea. The plastic was small enough to go under the lids and sharp enough to scratch the eye. Following the observation, it was immediately removed from the eye". Product inspection was completed on 11th march 2024. The device was returned dehydrated in the blister tray. The flaps were partly open and part of the clip had snapped off; however, the broken clip was not present with the returned injector. The plunger was fully retracted. Evidence of ovd use was present within the injector. The detachment of the flap clip may be attributable to incomplete closure of the flaps at the point injection was started leading to a build up in pressure resulting in the clip snapping off. Our review of production records for the rayone aspheric rao600c batch 103225655 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.

Event description:
On 13th december 2023, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that on closing thre flaps, a small piece of plastic snapped off into the patient's eye.